Event description:
During t2 humeral nail surgery, the surgeon tried drilling the proximal screw hole of the nail by the target device. However, the drill was not able to pass the screw hole of the nail. Therefore, the surgeon changed the drilling method and did drilling by the freehand technique and the surgery was completed.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.